Manufacturer narrative:
The device has been received and the evaluation is in progress. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that the drive hex broke on insertion. The hex remains inside the implant in the pt. The customer reported no adverse consequences with the pt from this event. This device is used for treatment.